Event description:
Caller reported a high blood glucose level, with the specific value unknown but displayed as "high." To address the issue, the customer administered a correction bolus via the pump, and cts instructed the caller on several checks of the infusion system with no issues found. Customer was advised to consult with a healthcare professional to discuss potential causes affecting blood glucose and acknowledged this recommendation.